Event description:
During treatment of an unruptured aneurysm, the physician attempted to push a penumbra 400 coil into the px400 microcatheter and the coil pusher assembly kinked. The physician was then unable to advance the coil further. The coil was removed and another was used successfully.

Manufacturer narrative:
The device was supposed to return by the hospital when the event was originally reported however; the device which returned was not related to the complaint. Follow-up information about what returned revealed that when the penumbra representative went to the hospital to retrieve the device they handed him a bag and said that was everything from the procedure but what was returned were two unused px400 microcatheters. Therefore, the product was not returned for evaluation and without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital returned incorrect device.